Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation with a saline mentor ce med hgt te w/sut tabs 550cc tissue expander and experienced deflation on the left breast implant. As a result, the patient underwent removal and replacement with a mentor memoryshape breast implant 475cc gel implant, catalog # 3341355, lot # 6965898 on (B)(6) 2018.

Manufacturer narrative:
It was reported that a 58 year old female patient underwent a breast augmentation with a saline mentor ce med hgt te w/sut tabs 550cc tissue expander and experienced deflation on the left breast implant. As a result, the patient underwent removal and replacement with a mentor memoryshape breast implant 475cc gel implant, catalog # 3341355, lot # 6965898 on 9/17/2018. The device was returned to mentor, the gel inside the device appeared yellow. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered two rent at the patch junction. Microscopic examination of the edges of the rents gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellowish appearance found on the gel. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).